Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 device would not activate.

Manufacturer narrative:
Lot history record review was completed for lots 25099607, 25102844 and 25106626 the last three lots shipped to the account a year prior to the event date. There was no nonconformance recorded in the lot history which would be considered related to the reported even.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. (B)(4).